Event description:
It was reported that the pt underwent a cervical procedure for ankylosing spondylitis using posterior fixation at c3-c7. The center nut of the crosslink was broken during the placement at c5-c6. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 7002527 was cleared in the united states.